Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 600 mg/dl. The customer was treated for the high blood glucose with manual injections. The customer stated that their insulin pump does not work and had it confirmed by their doctor that the device was not working as designed. The customer was taken off the insulin pump. The customer did not troubleshoot the issue and disconnected the line before any further information was provided.